Manufacturer narrative:
Additional data: a4, b5, d8. Corrected data: b7.

Event description:
It was reported that the osteolysis was lytic only.

Manufacturer narrative:
The lot number for the device is unknown. However, two potential lot numbers were provided: 9051002aaa (manufacture date of may 10, 2019). 9060802aaa (manufacture date of jun 8, 2019). Journal article citation: frommer, adrien, et al. "Focal osteolysis and corrosion at the junction of precice stryde intramedullary lengthening device." Bone and joint research, vol. 10, no. 7, 16 july 2021. Https://online.boneandjoint.org.UK/doi/epub/10.1302/2046-3758.107.bjr-2021-0146.r1.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time. The reported event has been addressed in the device labeling.

Event description:
Information was received via literature that the patient had localized cortical osteolysis only on the right side level with the nail¿s telescopic junction which is clearly atypical and potentially implant-related. Residual localized osteolysis was noticed at the last follow up.